Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was noted that the right atrial (ra) lead exhibited noise. No intervention was performed. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the lead was capped and replaced on 03 mar 2023.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that the patient was in stable condition.